Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated in the anterior side assessed as to surgical damage, observed opening sharp assessed as an unidentified (tear) opening and next to have a non-penetrating nick . Additional observations: crease fold observed in the surface. Yellow particles inside of the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "leak and deflation.'' Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "leak and deflation.'' Device remains implanted.

Event description:
Device has been explanted.